Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer, instructed by technical support, attempted to resolve the issue by delivering a 9-unit bolus, which completed successfully. However, the customer could not reload the cartridge and resume insulin therapy due to a lack of supplies. The customer planned to call back once ready to proceed further.